Manufacturer narrative:
A medtronic representative went to the site to test the equipment. After speaking with technical services (ts), it was realized that use of the biopsy kit was outside of suggested protocol and therefore not tracking on system. Because of the angle the surgeon wanted to use, they made the choice to go beyond the angle to plan guidelines so the system did not recognize the needle. It was not a system failure. The system passed the system checkout and was found to be fully functional. A software investigation was initiated and determined through design analysis that the behavior described was the intended behavior of the software. The software was functioning as designed. . If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial biopsy. It was reported that the first pass of the biopsy needle, everything tracked. When the site took a second biopsy with the same needle, it would not track. They tried another biopsy needle and it still would not track. It was reported that the angle to target was too great for the angled base and the doctor chose to use the guide stem without locking it in the base with the locking ring in order to get the angle they preferred. The surgeon was able to the complete the biopsy to their satisfaction and a manufacturer representative explained that the movement on the second pass likely affected the system's ability to see the needle. There was a twenty minute delay to the procedure due to this issue and no reported impact to patient outcome.